Manufacturer narrative:
Date of event is an estimate. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak at the pump strain relief kink resistant tubing (krt) cylinder junction due to fatigue and a hole was present. Product analysis identified fluid leak in the pump krt (cylinder) junction; therefore, product analysis confirmed device malfunction with the returned pump.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) explanted due to fluid loss.